Event description:
Device report from synthes (B)(4)reports an event in (B)(6) as follows: after a skiing accident, a patient needed an elastic intramedullary nail (etn) and three (3) angular stable locking system (asls) screws. Six weeks after surgery, the patient returned for a check-up at the hospital and it was found that two (2) of the asls screws (placed in the lateral/medial position) had broken. The fracture was reportedly forming callus however the patient was no experiencing any pain. The surgeon does not plan to remove the two (2) broken asls screws, as the fracture is healing. Report is for two (2) unknown asls screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Report is for one (1) unknown asls screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint is for one (1) unknown asls screw.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Event date: unknown. Report is for two (2) unknown asls screws. Implant/explant date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.